Manufacturer narrative:
This is an initial report. An investigation is in process. The product has been requested back. A final report will be submitted when the investigation is complete.

Event description:
Customer reported that after dosing himself with insulin based on a reading that he received on their freestyle meter, he still was feeling "just a little bit of trembling and then hungry". The customer went to the dr.'s office where the reading that was obtained on an unknown brand of meter was different. Customer was diagnosed with severe hyperglycemia and insulin was administered in order to stabilize glucose level.